Event description:
It was reported that the patient underwent ventral hernia repair on an unknown date and mesh was implanted. Approximately one year post-operatively, the patient experienced pain and a pulling or tearing sensation in the abdomen. In (B)(6) 2014, the patient had colonoscopy performed which showed the colon was hardened and narrowed and completely encased in adhesions and scar tissue. The patient is being treated with dicyclomine for colon spasms and cramping and with phenergan for vomiting.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.